Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic procedure, the device was broken when the product was opened. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. The shaft was disengaged and moving in and out of the device body. The c-clip was received. The shrink wrap was torn at the proximal end. No other visual abnormalities were observed with the instrument. Functionally; a new clip was used to anchor the shaft to the instrument body and the instrument fired all remaining clips with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause for this condition is the component was not properly manufactured prior to being installed into the instrument. The product analysis established a relationship between a device failure and the reported incident of product damaged. The root cause of the observed condition was determined to be a result of a molding issue; this was identified as a quality issue with a component obtained from a third-party supplier and a process improvement has been initiated to track this failure mode. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.